Event description:
The customer reported observing drops of diluted blood appeared to be coming from the aspirate probe of the lh 500 hematology analyzer following a quality control (qc) sample run. The customer reported that approximately 0.2 ml of diluted blood leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the probe wash block was not in the proper position. The fse adjusted the probe wash block to the proper position on the manual probe to resolve the issue. Results: probe wash block. (B)(4).